Event description:
Additional information was provided that the patient experienced abdominal pain, gastrointestinal bleed and hypotension on (B)(6) 2020. After intubation the flow dropped to zero. Patient arrested and was not able to be resuscitated. Log file analysis for (B)(6) (log (B)(4)) started on (B)(6) 2020 with persistent low flow events starting (B)(6) 2020 @1214 and looks like the controller was swapped out @1342. Controller was reconnected (B)(6) 2020@1106 with just a few lines of data over a five second span showing the pump speed at zero while connected to the power module. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and patient outcome, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively determined through this evaluation. The submitted controller event log files contained relevant data from (B)(6) 2020, through (B)(6) 2020, and from (B)(6) 2020. The log files began capturing low flow controller fault flags on (B)(6) 2020, before beginning to capture low flow hazard alarms shortly after. Calculated flow begins to gradually decrease at this time before ultimately reaching 0.0 lpm. Power was removed, the driveline was disconnected, and the pump was powered off. Additional information indicated that the account does not plan on returning any products for evaluation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This IFU provides information regarding anticoagulation, including the recommended inr values. The relevant sections of the device history records for (B)(6), and the percutaneous lead were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 lvas IFU is currently available. This IFU lists bleeding and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system in section 1 ¿introduction¿. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had experienced one episode of hematemesis on (B)(6) 2020. The patient was admitted to the emergency room on (B)(6) 2020. On (B)(6) 2020 the patient vomited blood 3 times and had pain and severe dizziness. He experienced polydipsia, fatigue, intermittent constipation, restlessness, insomnia and vomiting of red-tinged emesis. The patient received blood transfusion. Patient expired a couple of hours later.